Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient's mother a missing sensor wire on (B)(6) 2014. Patient's mother stated that they experienced a sensor failure and removed the sensor pod. Upon removal of the sensor pod, patient's mother was unable to locate the sensor wire. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4).